Event description:
It was reported that during vascular access intervention therapy, balloon rupture occurred.   The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt graft of an unspecified vessel. The 6.0 x 40, 75cm mustang balloon catheter was first inflated up to 20 atms. During the second inflation, the balloon ruptured at 24 atms. The device was removed intact. The procedure was completed with another with same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).